Event description:
It was reported to vyaire medical that the vela ventilator experienced a vent inop (ventilator inoperable), transducer fault and motor fault error. The customer stated that the turbine also sounds like it was struggling. At this time, the customer has not provided any information regarding patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.